Event description:
Pt with a newly diagnosed plasma cell leukemia was taken to surgery for placement of a dual lumen hickman catheter through a right subclavian approach. During the procedure, the initial attempts at passage of the catheter down the introducer were unsuccessful. It appeared to be impinged under the clavicle or sternum. Fluoroscopic eval revealed proper placement of the introducer. The introducer, which was a tear-away sheath introducer was withdrawn. There appeared to be a short 2 inch segment of the distal tear-away sheath missing for half the circumference. It was unclear if this had been sheared with withdrawal of the introducer sheath against the clavicle or sternum. Fluoroscopic eval did not reveal evidence for a foreign body in the superior vena cava or ventricle. Cook needle was reintroduced into the subclavian vein followed by passage of a guide wire in a new introducer sheath. The hickman catheter was passed easily through the second sheath and the tear-away sheath withdrawn in its entirety. Proper placement for the end of the catheter in the superior vena cava was verified with on-table fluoroscopy. X-ray was taken of the 2 catheter sheaths used; they appeared radiopaque on x-ray. Chest x-ray was obtained in the recovery room. Pt was in good condition at conclusion of the procedure. Chest x-ray appeared normal, with no evidence of a retained foreign body.